Event description:
An endurant bifurcated stent graft system was inserted into a patient for the endovascular treatment of a 6.5 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as there was no tortuosity and mild calcification in the iliac arteries. It was reported that there was an issue deploying an iliac stent graft. The handle was clicking however the outer sheath was not retracting. The physician later discovered that the introducer sheath was pinning the outer sheath of the stent graft delivery catheter preventing the retraction of the outer sheath. The physician pulled the sheath back slightly and was able to deploy the iliac stent graft. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: failure to follow instructions (physician did not follow IFU for deployment).